Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had undergone a previous pump exchange due to thrombus. The patient had a high antibody load and was undergoing plasmapheresis. While awaiting a transplant, the patient remained in the hospital on argatroban therapy and was listed 1a for suspected thrombosis. On (B)(6) 2014, the patient was successfully transplanted. At the time of surgery, the surgeon noticed visible thrombus on the inlet stator.